Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section e.1: initial reporter facility name: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8129991. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm enterprise 2 (encr402312 / 8129991) became impeded in the distal end of the microcatheter (unspecified brand) and could not pass through. The physician retracted the stent and delivered it again, but it was still impeded in the same location. After placing coils into the aneurysm to fill, the physician removed the stent and the microcatheter and it was reported that the procedure was completed. There was no report of any negative patient impact. On 07-mar-2024, additional information was received. Per the information, the target vessel was the internal carotid artery (ica). When the stent was removed from the patient, it was still on the delivery wire. The stent / stent delivery system did not appear damaged. Nothing unusual was noted about the system prior to use. The microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x / 31083019). A continuous flush had been maintained through the microcatheter; another device went through the same microcatheter without issue. There were no visible kinks nor other damages observed on the microcatheter; the microcatheter was not removed when the stent was retracted and replaced. The information indicated that after coils filled the aneurysm, no other stent was delivered. ¿after coils filled in the aneurysm, the physician removed the stent and microcatheter from the patient and completed the surgery.¿ there was no procedure delay.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile the 4mm x 23mm enterprise 2 was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent was still attached to the delivery wire inside the introducer. No appearance of damage was observed. Microscopic inspection was performed, and no damages were observed on the stent, nor on the introducer or delivery wire components. The stent was advanced through a lab sample prowler select plus microcatheter and it reached the distal end without noticeable resistance. The delivery wire and the introducer were not damaged during nor after the functional test. Residues of dried saline solution were noted on the stent. The issue regarding a stent component being impeded in the distal end of the microcatheter was not confirmed, since no product defect was identified. There may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8129991. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 20-mar-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.